Event description:
Device malfunction: none. Time of malfunction: after vessel closure. Symptoms/ae: claudication, diminished pulses, stenosis. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, the pt experienced claudication of the right leg. A doppler suggested diminished limb pulses and an angiogram revealed a 90% stenosis of the right common femoral artery at the level of the starclose clip. The stenosis was treated successfully with cryoplasty therapy. Nitroglycerin was administered and repeat angiograms documented superb flow and palpable pulses were reestablished. There were no reported pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.